Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient was experiencing pain due to the reported event.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 65758040, catalog #: 115396, comp rvs cntrl 6.5x30mm st/rst, lot # 65803246, catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 65889737. G2: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent primary shoulder surgery approximately a year and a half ago. Subsequently, the glenoid became loose. The superior screws were not seated in the bone. Patient was revised about a month ago. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the provided photo identified the glenoid, tray, and bearing. Images of baseplate and taper adaptor and crews were not provided. As no product was returned or pictures provided of the reported items; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.